Manufacturer narrative:
Patient's weight is unobtainable from the site. Device lot# was unavailable. Device expiration date is determined by the lot# and therefore unavailable. Device manufactured date is unavailable as it cannot be determined without the lot#. (B)(4) selected as the adverse event and patient's death is reported in MDR 1721279-2019-00030. This MDR is being submitted to capture the malfunction of the bridge device only. The bridge was discarded by the site. Therefore, a device evaluation cannot be conducted.

Event description:
A philips representative reported that a cardiac lead management procedure commenced. The lead extraction was being performed due to "noise" on the right ventricular (rv) lead. The operative plan was to remove the current cardiac implantable electronic device (cied) and implant a different device. During the procedure, the spectranetics bridge occlusion balloon 590-001 was deployed successfully, but the tightrail rotating dilator sheath had punctured it. Please see MDR 1721279-2019-00030 and MDR 1721279-2019-00031 for further details regarding this procedure and other devices utilized.